Event description:
It was reported by the rep that the device was used during a total abdominal hysterectomy. It was reported while closing the skin after a total abdominal hysterectomy. The surgeon said the two pmw55 failed to fully form staples. She completed the case with another pmw55. There was no consequence to the patient.